Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper (B)(6) on (B)(6) 2021. On (B)(6) 2021, the (B)(6) patient experienced unspecified symptoms of a high glucose level. The bg was 22.5 mmol/l but the cgm was reading 12.5 mmol/l. The parent gave insulin slowly and the patient was fine afterward. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.